Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. The product was evaluated. An external visual inspection was performed and passed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.